Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Crm service notification text (B)(6) 2022 15:32:27 erp_rfc_user related svn (B)(4) crm service notification text (B)(6) 2022 15:30:29 tangcr2 customer concern: cust called in reporting issue (B)(4): loss of communication/bg not received/no calibration occurred document system model number: 670g document transmitter model: mmt-7811 is customer reporting bg not received/no calibration occurred message? Yes explain: the bg value selected to be used for calibration was not received by the transmitter (xmtr) after sent by pump multiple times. Is customer calling back after t/s resulted in transmitter wireless re-pairing and reports behavior recurred after attempting bg entry? No discuss common cause for rf interference: wireless equipment, cell phones, etc. Document findings: no document bg value(s) entered: 112 mg/dl document approximate time they have spent trying to resolve the behavior: since yesterday has behavior been occurring for greater than 15 minutes, per bg value entry? Yes does customer have transmitter charger available?: no advise customer to call back when transmitter charger is available to continue troubleshooting. Advise customer to monitor product advise customer to call back as needed.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Information received by medtronic indicated that blood glucose value selected to be used for calibration was not received by transmitter after sent by insulin pump multiple times. Troubleshoot was performed and was unable to resolve the loss of communication issue. No harm requiring medical intervention was reported. The device will not be returned for analysis.